Event description:
Caller reported encountering an alarm 2 followed by alarm 26, indicating an occlusion event. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl and the cgm did not read "high." The customer resolved the issue by changing the infusion set and cartridge, then resumed insulin use. As there were no recurring occlusion issues, no additional assistance was necessary, and cts decided to close the case.